Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: constrained scapula left small; cat# c-m062-7-800; lot# rx06278a. Constrained scapula left std; cat# c-m062-7-801; lot# rx06278b. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient received a custom scapula in 2008 and has since dislocated. She is now in need of a revision. Left side.